Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6) (r895421501). It was reported that on (B)(6) 2025, a 25mm portico ng/navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was not performed due to aortic regurgitation. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once due to being deployed too high. At 80% deployment, the implanter did switch to left anterior oblique (lao) view and confirmed with stent parallax removed that the implant depth is at an acceptable level below annulus. The final non-coronary cusp implant depth was 3.7mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The implanter did not check for non-uniform expansion. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device due to valve under expansion. On (B)(6) 2025, it was noted via telemetry that the patient developed self-limiting asymptomatic 7-beat ventricular tachycardia. The decision was made to administer the patient 2.5mg of the beta-blocker bisoprolol. The cause of the patient's ventricular tachycardia is unknown. The cause of under expansion of the 25mm portico ng/navitor valve is attributed to calcified leaflets of the previous bioprosthetic valve. The patient did not have a prolonged hospital stay for monitoring of rhythm. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion and tachycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve underexpansion appears to be related to patient condition (related to calcified leaflets of previous bioprosthetic valve). A cause for the reported tachycardia could not be conclusively determined. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.